Event description:
A malfunction alarm was reported, labeled as code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. It was confirmed that the malfunction code did not recur after the reset. The customer continued using the pump and was instructed to call back if the issue reoccurred, which they acknowledged and understood.